Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis patient (pd) was switched to hemodialysis therapy due to a hernia. During follow-up with the pdrn it was noted the patient is back on peritoneal dialysis therapy as the surgeon just wanted to give the patient a rest from pd therapy but has not decided on a surgical repair date yet.